Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999, and a mesh was implanted concurrently with a cystoscopy. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent anterior/posterior repair and sling urethropexy on (B)(6) 2013, due to pop and sui. No additional information was provided.